Manufacturer narrative:
Investigation conclusion: this complaint was opened for a reported of infiniti system sm - vent valve failed closed, which led to a procedural cancellation; however, there was no pt harm reported. A review of the system event log did not reveal any sm captured on the date of the reported event. The sr report did not indicate that the ar replicated the reported event; however, the ar found 2 non-conforming solenoid c-clip spacers, which were replaced. The ar then confirmed that the sys met specifications per stp. Sm caused by the non-conforming solenoid spacers has been a known issue. At the time of this investigation, there has been no sample returned to (B)(4) for eval. The root cause of the reported event can be attributed to non-conforming solenoid c-clip spacers. However, the component level non-conformance cannot be further evaluated with the samples. (B)(4).

Event description:
A customer reported the sys displayed a sys message during the procedure. They exchanged the sys to complete the procedure. The second sys also displayed a system message. The sys message could not be cleared. The case was aborted. There was no pt harm. This is the second of two reports being filed for this event. This report is for the second system involved in this event.